Event description:
It was reported that the system displayed a voltage error and locked up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.